Manufacturer narrative:
The device was not returned to edwards for evaluation due to infection. The device history record (DHR) could not be reviewed as a serial number was not provided. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation).prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early postoperative period. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that this pericardial valve, implanted for approximately one (1) month, was explanted due to infective endocarditis. This valve was originally implanted for aortic valve replacement to correct aortic stenosis at a different hospital. After implant, the patient had high fever, approximately 38 degrees celsius. The valve was explanted and replaced with a 21mm valve with no adverse patient effects reported as a result of the valve replacement. At explant, the leaflets had vegetation and (B)(6) was detected. The patient status was reported as ¿recovering¿ under receiving courses of antibiotics.